Manufacturer narrative:
The customer¿s report of a leak around the filter tubing was confirmed. Visual inspection of the set noted dried fluid residue within the filter. No other obvious issues or damages were observed. Functional testing confirmed fluid leaking out from the vent of the 1.2 micron ped filter. Pressure testing resulted in no leaking. The root cause was not identified.

Event description:
It was reported that during an infusion of lipids at 0.9m/hr, there was a leak around the filter tubing. There was no patient harm. Although requested there was no further information received.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, information not provided.

Event description:
It was reported that during an infusion of lipids at 0.9m/hr, there was a leak around the filter tubing. There was no patient harm. Although requested there was no further information received.